Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation in a damaged condition. Visual and functional testing were performed. The testing could duplicate the customer reported problem of the damaged remote dose connector. The root cause of the issue was determined as a damaged remote dose connector. During the investigation it was found during visual testing that there was a defective dso sensor. The dso sensor will be replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was for repair and the remote dose connector was broken. A defective dso sensor was in investigation results. There was unknown patient involvement.